Event description:
The user has an infection on the right side and swelling over the implant. The clinic reported that the implant is exposed through the skin, and they applied a dressing over the skin. The issue started about 3 months ago. The user was treated medically with antibiotics and a head bandage; then it was fine - after two months the swelling started again. Surgery was performed on (B)(6) 2023, but the implant was not explanted. The surgeon cleaned the wound and kept the implant. Reportedly, in situ measurements are indicative of a functional device.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from an infection at the implant site and extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. During a revision surgery the wound was cleaned successfully. The device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has an infection on the right side and swelling over the implant. The clinic said that the implant is exposed through the skin, and they applied a dressing over the skin. The surgeon is planning to do revision surgery for infection cleaning. It is probable they will remove the implant and cut the electrode for later re-implantation.